Event description:
It was reported that the user experienced hyperglycemia reported at 342 mg/dl while using the ilet with an inset infusion set, noted a low-insulin alert, and encountered repeated difficulties completing a site change, including inadvertently pulling the needle out of multiple infusion sets until a successful insertion was achieved with guided assistance; the event was resolved after the supply change and replacement infusion sets were shipped. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed an infusion set issue consistent with occlusion or inadequate cannula placement that impeded insulin delivery, which resolved after changing the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty during infusion set insertion leading to interrupted insulin delivery.